Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. An osseotiteâ® tapered certainâ® prevailâ® implant 6/5 x 13mm (xiitp6513) was returned for investigation. Visual inspection of the as returned product identified worn markings and damage drive feature. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimvie . DHR review was completed for the subject lot number (2021030177). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2021030177) for similar event and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation are patient factors/para-functional habits over the length of the implantation period. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). Weight unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. First/given name unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant had a damaged hex and was removed. General dentist distorted internal hex with restoration attempt. Abutments would not seat. Numerous attempts to get encode or restorative abutents to seat. Would not seat due to hex distortion. Threads good. Site grafted.